Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, which successfully resolved the issue, and the customer was informed to contact support if the malfunction code reappeared.